Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to the emergency service due to low blood glucose on (B)(6) 2022 with blood glucose of 10 mg/dl. The customer's current blood glucose is 10 mg/dl. The customer did experienced the symptoms such as loss of consciousness. The customer was treated by bolus with glucagon shot and food. No further complications were reported. The customer will continue to use the device.